Manufacturer narrative:
The customer¿s report of smartsite needle-free valve leak, stick down, and blood in the smartsite body only confirmed blood inside the smartsite body. No leaks or stick-downs were observed or replicated with the received smartsite during internal lab testing. Functional testing of priming, infusion and pressure testing found no other anomalies with the received smartsite. Visual inspection of the as-received valve observed there was blood only between the valve's clear body and piston. The root cause of the blood inside of the smartsite is identified as fluid being able to be drawn/pulled into the entrainment area/between the smartsite valve body housing and piston due to the ability of the fluid to flow in narrow spaces (capillary action) which is a known functionality of the smartsite valve in which this fluid does not enter the fluid path and requires no action.

Event description:
It was reported that the smartsite connector leaked due to valve stick down. The customer stated that these occurrences were with normal saline flushes or the leak occurred around the time of needleless connector was changed by the user. A note attached to the returned product stated that while changing the valve/connector and flushing after drawing blood cultures, there was blood remaining in the valve. The clinician flushed the valve with 30 ml normal saline, and the blood remained. The clinician had to change the valve a second time. The customer stated there was no patient harm. Note received with product from customer stating "rn had blood cultures on pt with include cap changes. Rn changed cap and flushed lumen noticing there was blood remaining in the cap. Rn flushed lumen within 30m:s of ns with blood still remaining in cap. Rn then had to access the line again and change the cap a second time."

Event description:
It was reported that the smartsite connector leaked due to valve stick down. The customer stated that these occurrences were with normal saline flushes or the leak occurred around the time of needleless connector was changed by the user. A note attached to the returned product stated that while changing the valve/connector and flushing after drawing blood cultures, there was blood remaining in the valve. The clinician flushed the valve with 30 ml normal saline, and the blood remained. The clinician had to change the valve a second time. The customer stated there was no patient harm. Although requested there was no additional event details provided.

Manufacturer narrative:
The customer¿s report of a smartsite leak due to valve stick down was not confirmed. During visual inspection the smartsite was received with traces of blood inside the connector. Functional testing including repeated multiple attempts to connect/disconnect the syringe showed no anomalies, leaks, or stick down. Functional testing of priming, infusion and pressure testing did not replicate any instances of stick down or leaking with the received the root cause of the customers report could not be determined.

Manufacturer narrative:
Additional info: event, concomitant medical products.

Event description:
It was reported that the smartsite connector leaked due to valve stick down. The customer stated that these occurrences were with normal saline flushes or the leak occurred around the time of needleless connector was changed by the user. A note attached to the returned product stated that while changing the valve/connector and flushing after drawing blood cultures, there was blood remaining in the valve. The clinician flushed the valve with 30 ml normal saline, and the blood remained. The clinician had to change the valve a second time. The customer stated there was no patient harm. Note received with product from customer stating "rn had blood cultures on pt with include cap changes. Rn changed cap and flushed lumen noticing there was blood remaining in the cap. Rn flushed lumen within 30m:s of ns with blood still remaining in cap. Rn then had to access the line again and change the cap a second time."

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. Requested patient demographics however not provided. The event reportedly occurred in the pediatrics; therefore it is presumed the patient was a child.

Event description:
It was reported that the smartsite connector leaked due to valve stick down. The customer stated that these occurrences were with normal saline flushes or the leak occurred around the time of needleless connector was changed by the user. The customer stated there was no patient harm. Although requested there was no additional event details provided.